Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation may have been procedure related. Per the IFU, bleeding may occur as a result of the delivery of electrical energy during internal defibrillation or at the catheter introducer site.

Event description:
During an atrial fibrillation ablation procedure, a perforation of the vena cava occurred. As the intra-cardiac echocardiography (ice) catheter was being introduced, it was noted to perforate the vena cava on fluoroscopy. The patient remained asymptomatic and balloon occlusion was used to stabilize the patient. There were no performance issues with any abbott device.